Event description:
It was reported to philips that the device screen is discolored, and unable to be used. There was no patient involvement. A customer requested assistance from an authorized field service engineer (fse). Per the customer, the device screen is discolored. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a loose internal connection. Based on the conclusion of the investigation, it was determined that this was a malfunction of the ribbon cable. The authorized fse reseated the ribbon cable to resolve the reported issue. The device remains at the customer site. No further investigation or action is warranted.